Event description:
Information was received from an unknown healthcare professional via manufacturer representative regarding 84 patients with implantable neurostimulators (inss). It was reported that in 2024, manufacturer conducted a retrospective exploratory treatment effectiveness study examining the health economic outcomes associated with spinal cord stimulation (scs) therapy. This is a retrospective review of medicare data and that identifying information was not made available to us due to the data use agreement. The study utilized medical claims that were submitted for patients who had scs implant procedures in 2018. As part of the research, 84 patients were identified who had a claim for a spinal cord stimulation (scs) lead explant procedure between 2018 and 2021 with a diagnosis code on the claim indicating an adverse event. The 84 patients identified had one or more of the diagnosis that were submitted for the scs explant procedure. Infection and inflammatory reaction due to scs, fibrosis, hemorrhage, pain, stenosis, thrombosis, sequela and other complications were reported. Due to the manufacturer data use agreement, no patient information (names, date of birth, sex etc.) Or device serial numbers were available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.